Event description:
The customer alleges that the circuit is cracking at the temperature port and/or at the other end of the connector. The alleged defect occurred during pre-test. No patient injury reported.

Manufacturer narrative:
(B)(4). Reported lot number - 74g1400049. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Records reviewed showed that there were no issues related to functional issues on the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause. In order to perform a proper investigation, it is necessary to evaluated the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.